Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that on multiples times while using a bd vacutainer® eclipse¿ blood collection needle, the plastic covering on the needle located on the vacutainer side got stuck causing leaking from the tube. No report of injury or medical intervention.

Manufacturer narrative:
Our business team bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality nonconformance during manufacturing of the product. Bd is aware of this product issue and further investigation has been conducted through CAPA (B)(4). As a result, corrective actions have been established and are in the process of being implemented.